Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The physician then repositioned the lead. This rv lead remains in service. No additional adverse patient effects were reported.